Event description:
It was reported that the patient's pump was programmed on (B)(6) 2012, and that the update seemed to proceed normally. Later on it was reported that the pump did not start / "did not bolus/ simple continuous infusion start." More than 19ml of drug was aspirated from this 20ml pump, when 14ml was expected. The pump was refilled with a new concentration and a bridge bolus was programmed; and it appeared "as if the pump is now operating normally." A pump roller study was conducted and the pump was working as it should. A dye study was planned to occur in the next few weeks. The patient did not seem to be receiving effective therapy. The patient was planned to be monitored closely over the next few days and weeks. The patient was without injury. The pump was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter, model# 8731sc, lot# unk, implanted:unk, explanted:unk.(B)(4).